Event description:
It was reported that thus right ventricular (rv) lead was capped due to heart perforation. A new lead was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.